Manufacturer narrative:
Batch review performed on 20 december 2018: lot 179685: (B)(4) items manufactured and released on 24 april 2018. Expiration date: 2023-04-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 11 days after the primary surgery (pathogen unknown). The surgeon performed and I&d and poly swap and the surgery was performed successfully.